Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's' parent reported via phone call that they had low blood glucose level. Customer's blood glucose level was 180 mg/dl when he went to emergency room and then admitted to hospital on (B)(6) 2018. Customer's current blood glucose value was 179 mg/dl. Customer was treated with glucagon. Customer does not alleged for possible over delivery of insulin. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to monitor insulin pump and blood glucose level. The product was not returned for analysis.